Manufacturer narrative:
(B)(4). The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). It was reported that at the beginning of afib ablation procedure, immediately after connecting the smart touch bidirectional catheter to the cable, an force sensor error (number 106) occurred. All standard troubleshooting was done, and the problem was solved by changing the catheter. The procedure continued without patient consequence. Upon receipt, the catheter was visually inspected and shaft was found broken 26 cm from client tip leaving exposed braid. This condition was not reported on the original complaint. It appears the damage was due to an external force. A corrective action was created to address the thermocool smart touch broken shaft issue. The catheter was evaluated for eeprom, and the functionality of the magnetic and force sensor catheter was tested on carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system, however error 106 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the force sensor. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of open circuit at the sensor could not be determinate. A corrective action was created to address this issue. A corrective action was created to address the thermocool smart touch broken shaft issue .

Event description:
This complaint is initially created for a MDR non-reportable issue. It was reported that at the beginning of afib ablation procedure, immediately after connecting the smart touch bidirectional catheter to the cable, an force sensor error (number 106) occurred. All standard troubleshooting was done, and the problem was solved by changing the catheter. The procedure continued without patient consequence. This complaint is re-assessed to a MDR reportable per fal findings on 2/10/2016. Shaft is broken at 26 cm from client tip leaving exposed braid. This is MDR reportable as it compromised the integrity of the catheter and posed risk to the patient of thrombus.